Event description:
It was reported that the patient experienced syncope and the lead malfunctioned. Follow-up was conducted to obtain information on the patient and whether the episode was lead related, but the attempts were unsuccessful. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.